Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while surgery was under process, the spring handle was broken. There was no patient injury.

Event description:
It was reported that while surgery was under process, the spring handle was broken. There was no patient injury.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964. (1) sample of 354964 lot d8 was received for evaluation. Visual inspection of the fracture plane did not note any anomalies. No concerns were noted. A dimensional inspection was not required as part of this investigation. The device does not function as intended in current state. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 354964. No related complaints were noted for this failure. Isolated incident. No root cause could be determined from the sample provided.